Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that the patient was in hospital due to covid-19 related health issues on (B)(6) 2020 and that their health had begun to deteriorate quickly. It was noted that the patient¿s implantable cardioverter defibrillator delivered therapy, which caused further distress to the patient. A magnet was placed on the device to stop the device from delivering further therapy. The patient deceased on an unknown date. There is no known allegation from a health care professional that suggests that the death was device related.